Event description:
Physician attempted to treat patient using an evercross balloon. Target lesion type was calcified. Account reported that during balloon inflation to 10 atm, the balloon burst. Upon removal of the balloon it was noted that the distal end had sheared off completely and remained in the artery. A gooseneck snare was used to retrieve the balloon segments. It is reported that patient's groin was bruised but no evident haematoma.

Manufacturer narrative:
Evaluation summary: the evercross dilatation catheter was received for evaluation. No ancillary devices or cine images from the procedure were received for evaluation. The opened labeled pouch indicates that the evercross returned is a 5 x 40 mm - lot number a235322. The printed strain relief confirms the printed label is a 5 x 40 mm evercross dilatation catheter. The dilation catheter was received in a pre-inflation profile, (e.g. Tightly wrapped or winged). Several creases in the balloon chamber material were noted. All components of the dilatation catheter were accounted for. A 10 cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed: a clear steady stream of fluid was observed exiting the distal end of the catheter. A 10 cc water filled syringe was attached to the inflation lumen port on the y-manifold. A vacuum was able to be pulled and maintained: this indicates no communication between the inflation lumen and the environment. The balloon chamber was inflated no leaks were detected. A 20 cc water filled syringe with manometer was attached to the inflation lumen port on the y-manifold and the dilatation catheter was inflated to nominal pressure of 10 atm and was able to be maintained. The pressure was increased to rated burst pressure of 18 atm and was able to be maintained.

Manufacturer narrative:
Evaluation summary: the rep confirmed the incorrect device (lot a235322) was originally returned for analysis. The correct evercross dilatation catheter was received for evaluation (lot a264144). It was noted while the catheter was still in its opened labeled pouch that the balloon was ruptured and the inner guidewire lumen had separated from the catheter just proximal of the proximal radiopaque marker band. The distal tip, radiopaque distal marker band, inner guidewire lumen, and proximal radiopaque marker band are accounted for. Based on the balloon material separation faces it appears that all balloon material is accounted for. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.